Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and hypoglycemia. The customer blood glucose levels were 23 mg/dl, 35 mg/dl, 285 mg/dl and 45 mg/dl. The customer was treated with insulin pump and injection for high blood glucose and grape juice and candy for low blood glucose. Customer declined troubleshooting for low and high blood glucose. The device will not be returned for analysis.